Manufacturer narrative:
(B)(4). Additional information: the actual device was not available; however, an unused sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage underwater tests were performed and the device operated within specification. Functional testing was performed without noting any issues. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set was involved in a leak incident. According to the report, the leak occurred when the set was used in conjunction with a non-baxter cap. The reporter stated that the cap appeared to be engaging the port, and the leak occurred at connection between the cap and the port. This occurred during patient infusion of an unspecified solution. There was no patient injury or medical intervention associated with this event. No additional information is available.